Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was sliced near the fantail and severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced headaches and pain with and without device use. The recipient's mother reported a burning smell and heating of the external equipment, however, no irritation or redness on the skin was noted and no medical intervention occurred. The recipient's external equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.